Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed the elective replacement indicator was due to high battery impedance logged on (B)(4) 2011 prior to explant. Ramware version 8 was installed approximately (B)(4) 2011. High resistance/impedance was noted to lead to eri.

Event description:
The device was replaced due to eri (elective replacement indicator). Performance data was provided to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.